Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to a dim and discolored display with the auditory and vibratory features. The keypad cover and the bolus button cover were damaged. The bolus button responded normally. The ¿up¿ and ¿down¿ buttons responded intermittently and removal of keypad cover found contamination under all the button contacts. The battery compartment was found to have cracked below the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored, the keypad buttons had tactile issue, contamination was found under the buttons, and the battery compartment was cracked. This report is made based on results of investigation completed on 10/08/2014.